Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized in march due to high blood glucose and diabetic ketoacidosis. The customer stated that she did not believe the insulin pump was at fault for the hyperglycemic event. No further details were provided regarding the incident, and no products were returned or replaced.